Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were currently hospitalized. The customer's blood glucose was unknown. The customer reported receiving no delivery alarms leading to their hospitalization. The details of the hospitalization was not provided at the time of the call. The customer declined to return the insulin pump for analysis.